Event description:
Litigation papers allege that since the surgical implant of the depuy hip implant, patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. Update: (B)(6) 2012 - updated litigation papers were received. They now state that the patient had pinnacle rather than asr, as originally reported. Due to patient being revised and the allegations of infection, complaint was reopened to add the metal liner, femoral head, acetabular cup, and stem. Additionally, patient is now represented by a new law firm, whose information has been added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.